Event description:
Information received from the field notes erosion. This was a second erosion incident in the patient within approximately five months. The clinician was concerned about a possible metal allergy, but declined to use an allergy kit. The clinician will consult the physician after this device is explanted.